Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1300 mg/dl. The customer's current blood glucose was 600 mg/dl. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization. Customer also reported that insulin pump received no delivery alarm and battery out limit alarm. Customer reported they were able to clear the alarm. The insulin pump will not be returned for analysis.